Event description:
It was reported that the patent was revised due to failed right hip replacement secondary to loose acetabular component with evidence of metal debris and corrosion at the taper.

Manufacturer narrative:
Information was received from a health professional who is not required to complete form 3500a. This report will be amended when our investigation is complete.